Event description:
It was reported, "we received a previous implant information form indicating that the patient's primary knee system was revised in approximately 1990 and was a howmedica pca system. This event was discovered during a data review meeting on (B)(6), 2010. The pre-operative notes and x-rays for the primary surgery were requested from the site. Additional details will be included once information is obtained."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as it was discarded by the hospital. The catalog number and lot code for the reported device was not provided. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.